Event description:
The problem occurred on (B)(6) 2014 with a box of simplex hv with gentamicin and the liquid container. During the opening phase of the liquid material, the container shattered while the surgical tech was in the process of opening it. They opened another box to use during the surgery with no issues. The procedure was completed successfully with no surgical delay.